Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad issue, repeated input/stuck key which was reproduced during evaluation and found to be caused by a failed input/output printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad issue which had a repeated input or stuck key upon power up in the nursing department. There was no patient involvement. No additional information is available.